Event description:
During a ptca procedure, the balloon catheter became stuck on the wire. No patient injuries or complications were reported. The physician inserted a filter wire and then the 3.5x20 maverick otw balloon was inflated and deflated. As the maverick otw balloon was being pulled back, it stuck to the filter wire. The maverick otw balloon and filter wire were removed together as a unit. A choice pt wire and 4.0 vision were successfully used to complete the procedure.